Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated they were in maintenance phase of therapy and started receiving alert 01 (patient line open) and alert 02 (low flow). Four pads connected size large. Patient just returned from computed tomography. Mis started to walk through stop therapy and drain pads and disconnect, but nurse stated they already stopped and restarted therapy with no resolution. Mis explained importance of connection and how holding clear connectors could introduce air into the lines and create alerts. Mis walked through process. Nurse denied any possibility pads could have been damaged and states they travel with patient to computed tomography. Device primed, but would not maintain flow. System diagnostics were outlet monitor temperature (t1) was 27.8c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 5.4c, water flow rate was 0, inlet pressure was -1.3 psi, circulation pump command was 100 percent, mixed pump command was 0 percent, water reservoir level was 4, system hours was 841.3, pump hours was 759.2. Placed device in manual control at 36c and device continued to alert patient line open. System diagnostics were outlet monitor temperature (t1) was 32.3c, outlet control temperature (t2) was 32.3c, inlet temperature (t3) was 34.5c, chiller temperature (t4) was 4.6c, water flow rate was 1.7 lpm, inlet pressure was -1.6psi, circulation pump command was 100 percent, mixed pump command was 38 percent, heater was 50 percent. Nurse noted they have no other devices available to swap out to. Nurse ordered replacement set of pads to swap out. Mis advised circulation pump was operating in overdrive. Swapping out pads might not help and in that case they would need to find alternate method for maintaining patient temperature and this device would need to go to biomed for evaluation. Per customer via phone on (B)(6) 2022, it was reported that there was no impact to the patient and therapy was completed. Nurse reached out to mis for assistance. Troubleshooting was performed with mis. It was determined that the device was working properly and mis instructed the nurse to switch the pads. The pads were switched and the device functioned properly.

Event description:
It was reported that the nurse stated they were in maintenance phase of therapy and started receiving alert 01 (patient line open) and alert 02 (low flow). Four pads connected size large. Patient just returned from computed tomography. Mis started to walk through stop therapy and drain pads and disconnect, but nurse stated they already stopped and restarted therapy with no resolution. Mis explained importance of connection and how holding clear connectors could introduce air into the lines and create alerts. Mis walked through process. Nurse denied any possibility pads could have been damaged and states they travel with patient to computed tomography. Device primed, but would not maintain flow. System diagnostics were outlet monitor temperature (t1) was 27.8c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 5.4c, water flow rate was 0, inlet pressure was -1.3 psi, circulation pump command was 100 percent, mixed pump command was 0 percent, water reservoir level was 4, system hours was 841.3, pump hours was 759.2. Placed device in manual control at 36c and device continued to alert patient line open. System diagnostics were outlet monitor temperature (t1) was 32.3c, outlet control temperature (t2) was 32.3c, inlet temperature (t3) was 34.5c, chiller temperature (t4) was 4.6c, water flow rate was 1.7 lpm, inlet pressure was -1.6psi, circulation pump command was 100 percent, mixed pump command was 38 percent, heater was 50 percent. Nurse noted they have no other devices available to swap out to. Nurse ordered replacement set of pads to swap out. Mis advised circulation pump was operating in overdrive. Swapping out pads might not help and in that case they would need to find alternate method for maintaining patient temperature and this device would need to go to biomed for evaluation. Per customer via phone on 08-dec-2022, it was reported that there was no impact to the patient and therapy was completed. Nurse reached out to mis for assistance. Troubleshooting was performed with mis. It was determined that the device was working properly and mis instructed the nurse to switch the pads. The pads were switched and the device functioned properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.